Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error 63 alarm confirmed in the pump history due to cold solder joint on keypad assembly. The device was received with minor scratches on case, missing display window cover and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a hardware low level failure alarm. The customer¿s blood glucose level at the time of the incident was 30 mmol/l. They treated the high blood glucose with manual injection. Troubleshooting was performed. They were advised to program a normal bolus into the air to determine if delivery was successful. The bolus amount was recorded in the daily history. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised the device needed to be replaced. The device will not be returned for analysis.